Event description:
The following was reported to hamilton medical ag: the customer reported a problem with the volume delivered on the hamilton-c6. The technical nurse performed tests on the test lung, everything was ok, but as soon as the device was connected to the patient, the problem returned. The biomedical carried out the psa (pressure sensor assembly) test which is ok.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Manufacturer narrative:
Additional information: hamilton medical ag's comes to the following conclusion: on january 18, 2025, multiple "exhalation obstructed" events were recorded in the log file, without evidence of ventilation issze. Hardware analysis confirmed no activation of technical faults or ambient mode during the event. Based on the customer¿s feedback, the ambient valve was replaced and service software was performed. The device is now back in use with no further issues reported.